Manufacturer narrative:
Follow up #1 submitted 05/04/2015: on (B)(6) 2015, the reporter contacted animas related to follow up attempts. The reporter provided additional information indicating that the display screen was dim/faded/discolored and the reporter was no longer able to read the screen safely related to the issue.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the pump display was dim/fading/discolored. No additional information was provided. This complaint is being reported because the reported issue was not resolved at the time of contact. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission 06/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings:the pump display screen was found to be dim and discolored. Unrelated to the complaint, the battery compartment was found to be cracked below the bumper pad; the returned battery cap was confirmed to tighten securely to the pump.